Manufacturer narrative:
This supplemental report is being submitted to provide correction, additional information from the customer and the results of the investigation. Updated fields: a2, a4, b5, b7, d8, d9, h3, h6. Corrections: b1, b2, and h1. The subject device underwent visual inspection and functional tests to assess the device status. The device evaluation confirmed the customer reported issue. Based on the results of the investigation, the cause of the event could not be determined. Olympus will continue to monitor the field performance of this device. This event was initially conservatively reported as a serious injury; however, upon further follow-up, the customer confirmed that the patient did not suffer any serious injury or adverse effects from the prolonged procedure, thus correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all. H1 should also not be marked. The h6 medical device problem reported would not cause or contribute to a death or a serious injury if it were to recur. This report has been submitted by the importer under this MDR report number 2429304-2024-01016-01.

Event description:
Additional information received from customer that the patient was stable before and after the procedure. Propofol was used for anesthesia. There were no complications and the patient was discharged.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number (B)(4). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a diagnostic upper endoscopy procedure, the ultrasonic gastrovideoscope could not get an ultrasound image, "it was just dark." This caused the procedure to be prolonged for greater than or equal to 30 minutes while patient under sedation. The procedure was completed with a back-up device. There were no reports of patient or user harm.